Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilation. However, when the device was removed, it was noted that the shaft broke right at the connection point to the hypotube. The balloon and hypotube were removed over an .014 interventional wire and the procedure was completed. There were no patient complications nor harm reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the nc quantum apex balloon catheter in two pieces. The shaft and hypotube were microscopically and tactile inspected. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. There was a complete hypotube separation 80cm from the end of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 12mm x 2.50mm nc quantum apex balloon catheter was advanced for dilation. However, when the device was removed, it was noted that the shaft broke right at the connection point to the hypotube. The balloon and hypotube were removed over an .014 interventional wire and the procedure was completed. There were no patient complications nor harm reported.